Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-sept-2018 with the following findings: the cartridge compartment was confirmed to be cracked at the threads. Unrelated to the original complaint, the battery compartment was cracked from the threads to the bumper pad and from the case seal to the bumper pad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.